Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. There were no defects/discrepancies noted, and the pump was working perfectly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative preventatively recalibrated the pump.

Event description:
It was reported that the venting cassette was placed into the pump for purging. The venting process was initiated, but 1-2 seconds later, an overpressure alarm was triggered. The hose was checked and found to be clear. The issue occurred three times in a row with three sets from the same batch, and due to this the customer stated the reported problem only affects the pump, as it was rectified after the pump was replaced. The incident took place during setup, and there was no patient involvement.